Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, there were two linear foreign materials on the iol. The material was removed during the irrigation / aspiration portion of the surgery with no product replacement. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the foreign material was not completely removed in the initial surgery.

Manufacturer narrative:
The complaint copany iii (d) cartridge was not returned. A video was provided of the surgery. The cartridge was properly filled with viscoelastic. The initial advancement with the handpiece was not shown. The lens is advanced into the eye. As the lens unfolds, what appear to be two strips of material are observed on the posterior surface of the optic. One particle is smaller. This particle is loose and is removed with the I/a while the tip is on top of the lens. No attempt is made to remove the material by going under the optic with the I/a tip. Five unopened company iii (d) cartridges for lot 32767074 were returned. All five returned unopened company iii (d) cartridges were evaluated. The returned unopened company iii (d) cartridges were microscopically examined with no damage observed. No particulate was observed inside the cartridge lumen. The cartridges were functionally tested per the dfu using qualified associated products no lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The five company iii (d) cartridges were cleaned for further evaluation. Top coat due stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. It is unknown is the associated iol was in the qualified diopter range. The other indicated associated products are qualified. The root cause for the reported complaint could not be determined. The used company iii (d) cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. Functional testing was conducted with the five returned unopened samples for the reported lot number. No damage or foreign material was observed. Dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).